Event description:
Two merci thrombus retrieval attempts were performed. After the 2nd attempt, a large thrombus was recovered. Following retrieval, it was noted that the petrous segment of the left ica was dissected with a high-grade flow-limiting dissection. According to the physician, this was probably caused by the 8f balloon guide catheter. The physician decided to repair the dissection by placing 2 stents at the dissection site. Following stenting, the left ica was widely patent. Upon discharge, the pt had an mrs score of 4, moderate severe disability; need for assistance with some basic activities of daily living but not requiring constant care, and was discharged to inpatient rehab facility. After 52 days, the pt was discharged to home, mrs score of 3, moderate disability; need for assistance with some instrumental activities of daily living but not basic activities of daily living.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The current device instructions for use (IFU) lists vessel dissection as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage. The event described above may or may not have caused or contributed to the pt outcome described in section b5.